Manufacturer narrative:
The retroflex 3 delivery system was returned to edwards for evaluation. Visual inspection of the returned device confirmed the reported balloon burst and separation of the distal end of the balloon from the device. It appears that the balloon initially burst longitudinally and translated radially. It is possible for a longitudinal tear to propagate and tear radially if the balloon comes in contact with an obstacle during system retrieval, in this case, the sheath tip. Inspection of the guidewire lumen shows that it had stretched severely during the procedure and ultimately separated from itself just proximal of the nosecone. Under magnification, no visual abnormalities were observed on the balloon. Due to the severe amount of wrinkles on the balloon, dimensional inspection of the wall thickness of the balloon could not be conducted. No manufacturing non-conformances could be identified a device history record (DHR) review performed revealed that the device met specifications prior to its distribution. Per the instructions for use (IFU) for the retroflex3 delivery system, balloon rupture and subsequent balloon separation are potential risks associated with the transfemoral transcatheter aortic valve procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst in a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, a balloon burst increases the possibility of leaving protruding material that can interfere with an obstacle during retrieval (i.e. Patient's anatomy or sheath tip). This may explain the reported difficulties withdrawing the delivery system through the sheath. It was reported that the separation of the shaft appeared to be from the circular tear of the balloon that 'umbrellaed' over the tip, not allowing it to enter the sheath's inner shaft appropriately. The physician training manuals for this device recommends that the operator not use excessive force when removing the balloon if the inflation balloon bursts during deployment. The complaint for balloon rupture/separation in this case was confirmed, however, no manufacturing non-conformities could be found in the returned sample. Available information suggests patient factors (i.e. Severe aortic valve calcification and highly significant mitral annular calcification) and procedural factors (excessive force during removal through sheath) caused or contributed to the reported events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective or preventative action is required at this time.

Manufacturer narrative:
Per the initial engineering evaluation of the returned 23mm retroflex3 delivery system: the balloon burst was confirmed. The distal portion of balloon and nosecone completely separated from delivery system. Is difficult to tell if there are any missing pieces of the balloon. The device was too wrinkled to take dimensional measurements. The guidewire lumen is very stretched. No visual abnormalities observed on balloon under magnification. Evaluation of this device is ongoing.

Event description:
As reported by the edwards field clinical specialist (fcs) during a transfemoral transcatheter aortic valve replacement (tavr) procedure, after properly positioning the retroflex 3 (rf3) delivery system across the annulus, the inflation sequence was started. Approximately two seconds into the inflation, the delivery balloon ruptured. The balloon was removed and pulled back into the abdominal aorta. As the ruptured balloon was being pulled into the rf3 sheath, the catheter shaft separated in the area of the distal two markets on the inner shaft. The tip of the delivery catheter was retrieved with a tulip snare and an 8x38mm atrion covered stent was placed within the iliac artery. Per additional information received, the patient in this case was successfully discharged from the tavr procedure. There were no issues noted with the delivery device prior to use/during prep. It appears there was severe aortic valve calcification and highly significant mitral annular calcification present which ruptured the delivery device balloon during inflation. The separation of the shaft appears to be from the circular tear of the balloon that "umbrellaed" over the tip not allowing it to enter the sheath's inner shaft appropriately. The vessel dissection at the iliac artery was attributed to the placement of a larger dry-seal sheath used to retrieve the dislodged tip of the rf3 delivery system.

Manufacturer narrative:
Investigation of this event is ongoing.